Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During the procedure of left internal carotid artery thrombectomy, when the catheter (subject device) was used for the first aspiration, only partial removal of the thrombus was completed. During the second aspiration of the thrombus, the catheter tip maintained a negative pressure and was able to absorb the thrombus, however there was resistance when withdrawing and the tip of the catheter was torn/fractured. The subject device was removed and replaced it without any clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The returned product was confirmed to be the product reported in the complaint. The subject catheter shaft was seen to be kinked 6cm form the hub and the catheter was found kinked/bent. The device inner line was noted broken by the catheter tip causing the nitinol coil winds to loosen. Functional inspection was not performed due to the breakage noted on the catheter. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and not all the reported events were confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the catheter shaft was noted to be kinked and the catheter was seen to be kinked/bent. The catheter inner liner was seen to be broken by the catheter tip causing the nitinol coil winds to loosen. An assignable cause of procedural factors will be assigned to both the as reported event and as analyzed event of catheter tip broken/fractured during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the as reported event of catheter shaft difficulty removing/withdrawing.

Event description:
During the procedure of left internal carotid artery thrombectomy, when the catheter (subject device) was used for the first aspiration, only partial removal of the thrombus was completed. During the second aspiration of the thrombus, the catheter tip maintained a negative pressure and was able to absorb the thrombus, however there was resistance when withdrawing and the tip of the catheter was torn/fractured. The subject device was removed and replaced it without any clinical consequences to the patient.